Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image with evis exera ii gastrointestinal videoscope and evis exera ii bronchovideoscope" and "power switch does not work" occurred due to failures of printed circuit board on patient board set (circuit board/printed circuit board) and power switch. Another cause of the "no image" phenomenon is the design, since the device was mounted on the dashboard before the countermeasure. Also of the phenomenon "the ignition switch is broken", another cause is failure, which was an effect of damage caused by fatigue due to repeated operation or malfunction due to engine jamming. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii video system center exhibited no image. There were no reports of patient involvement.